Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device screen turned black during operation, and an alarm indicated it cannot function properly which was used for respiratory assistance. Date of use of device: (B)(6) 2026- during mechanical ventilation, the ventilator suddenly blacked out. The bedside respiratory therapist promptly noticed the issue and assisted the physician in replacing the ventilator immediately. Contacted the manufacturer's engineering team to inspect the device condition, and diagnosed it as an internal circuit board failure. No patient health consequences have been reported.